Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown.

Event description:
During a transcatheter aortic valve implantation procedure, a perforation occurred in the ventricular wall. No additional information available at this time.